Event description:
It was reported that in (B)(6)-2010 the patient was in a car accident and underwent back surgery, a couple of times. For the past year and a half (approx. (B)(6)-2010) the patient's implantable neurostimulator had randomly turned off and on. For the past 7-8 months (approx. (B)(6)-2011), the patient had experienced a shocking sensation every time she walked through a security gate. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3058, serial# (B)(4), lead model 3039-28, lot# v066000, implanted: (B)(6)-2008, explanted: na.